Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial connector portion of the lead was returned in one piece measuring 10.8 cm / 12.8 cm / 15.4 cm / 18.4 cm. Visual inspection found multiple full breached insulation degradation at the proximal region of the lead 9.6 cm - 9.8 cm / 10.0 cm ¿ 10.2 cm / 10.3 cm ¿ 10.6 cm from the connector pin.

Event description:
This report is to advise of an event observed during analysis.